Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the left ventricular lead was pacing the atrium due to a dislodgement. The patient will be monitored until ICD device replacement, when the lead will be evaluated further. The patient is well.